Manufacturer narrative:
See incident description for device evaluation.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultrasmart meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting following-up with the patient, the attempts were unsuccessful. The patient reported on an unspecified date and time, he allegedly obtained inaccurate low results of "126/dl" with the subject meter and "175mg/dl" with another device (verio iq), performed with an unknown time of each other. It is unknown if the results would/would not meet lifescan's accuracy criteria as the time difference between the results is unknown. The patient stated he manages his diabetes with insulin (self-adjuster). It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product. The patient denied developing symptoms as a result of the issue; however did alleged hcp-treatment with a (B)(4) increase in insulin, during a doctors office visit, on an unspecified date and time. As the issue was reported by email the cca was unable to walk through troubleshooting. The cca confirmed from the email, the subject meter was set to the correct unit of measure. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate low issue began. In addition, there is no evidence that the subject meter malfunctioned, as both the patient's meter and test strips passed lifescan product analysis testing.